Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump and to call back if any issues arose.